Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
The doctor contacted me today to say the foot arch broke where the metal coupling meets the carbon fiber arch. He pressed the foot arch back into the two metal studs of the coupling as a temporary support, but asked me to bring a new foot arch with a cross support to put on in the wound clinic on (B)(6) 2014 during the clinic revision. It was also reported that ¿the forefoot wires have lost tension and therefore may require a revision surgery to restore tension and support.

Manufacturer narrative:
Evaluation summary: it has been identified that this device is concomitant for this reported failure. If any other information is provided indicating otherwise, the investigation will be reworked.

Event description:
The doctor contacted me today to say the foot arch broke where the metal coupling meets the carbon fiber arch. He pressed the foot arch back into the two metal studs of the coupling as a temporary support, but asked me to bring a new foot arch with a cross support to put on in the wound clinic on (B)(6) 2014 during the clinic revision. It was also reported that "the forefoot wires have lost tension and therefore may require a revision surgery to restore tension and support.